Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation. It was reported that the patient had turned the stimulation off because the therapy was not doing any good. The patient had only tried program 1 during that time. They mentioned that any time they went higher than 1.2 on the program 1 they felt an uncomfortable feeling. This had occurred since implant ((B)(6) 2016). It was also reported that the patient had a fall on (B)(6) 2019 and her their hip that could be related to the issue. There were no further complications reported or anticipated.